Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of multiple reboots. The returned battery cap did not secure properly to the pump. The battery compartment was found to be cracked and chipped at the threads, and the battery cap threads were damaged. A test battery cap was used to exercise the pump for 24 hours, and no power interruptions were observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump could not be powered on. A crack in the pump casing near the battery compartment was reported, and the battery cap allegedly could not be secured properly to the pump until the yellow o-ring was no longer visible. The battery cap was approximately a year old. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.